Event description:
Boston scientific received information that following the implant of this right ventricular (rv) lead, it was discovered that the lead had dislodged. A revision was performed on the same day and the lead was successfully repositioned. No additional adverse patient effects were reported. Over six years later, it was reported that this patient passed away. There were no allegations against the implanted rv lead or that it caused or contributed to the patient's death. The lead is not expected to be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.